Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. The device was returned to a third party service center and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a three dimensional functional issue. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was likely due a 3 dimensional functional problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited an abnormal image. The issue was occurred during inspection for use. There were no reports of patient harm.